Event description:
Additional information from the healthcare provider stated the patient had a 50 percent or greater symptom reduction and the cause of the event was unknown. It was reported that no reprogramming was needed. But then it was stated that the patient had some leakage and they adjusted the stimulator and it had improved. It was unknown if the patient experienced a loss of therapeutic effect and the patient did not experience a loss of stimulation. The patient recovered without permanent impairment and was doing well. It was stated that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient had a loss of therapeutic effect. She stated that ¿she had to change her numbers because it just did not seem like it was working right and had been having leakage for about the last six weeks.¿ she noted that the day prior to the report she was on program 4 and went from 0.4 to 0.9, but then it was too much, so she turned it down to 0.8 volts. The patient mentioned that within the timeframe of the event she had had two falls. She fell on her right side and the implantable neurostimulator (ins) was on the left side. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05v8m, implanted: (B)(6) 2013, product type: lead. (B)(4).